Event description:
A hospital in (B)(6) reported that the multi fit pressure line adaptor of an rt345 adult dual heated evaqua breathing circuit "dropped off" from the pressure line after 2 days of use. The hospital reported that this happened on two separate occasions. No patient consequence was reported.

Manufacturer narrative:
(B)(4). The rt345 adult dual-heated evaqua breathing circuit is not sold in the USA but it is similar to a product sold in the USA. The 510(k) for that product is k983112. Method: the two complaint pressure lines of the breathing circuit kits were returned to the manufacturer and visually inspected. Results: it was identified that there is sufficient glue at the connection between the pressure line and the pressure line adaptor, but the glue failed to bond. A lot check revealed no other complaints of this nature for this lot number. Conclusion: the end of the pressure line tube is inserted into the pressure line adaptor, in order to secure this further, glue is applied to seal it. We are unable to determine the cause of the reported fault. However, it is possible that this is a result of the failure of the glue bond that joins the pressure line adaptor and the pressure line. The user instructions which accompany the rt345 state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."